Manufacturer narrative:
Additional information was received which indicated that a pre-balloon aortic valvuloplasty (bav) was not performed. The physician reported ¿very limited¿ calcification of the leaflets and annulus which may have contributed to the valve migration. The initial implant depth was at 8 millimeter (mm) mark and had migrated to 20 mm. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remains implanted, therefore no product analysis can be performed. The images for this event were provided to medtronic for review in a powerpoint. The slide deck houses multiple video clips that are labeled implantation day 1, and day 2. Day 1 images showed a valve at approximately 80% deployment with depth around 3 millimeter (mm) on the non-coronary cusp (ncc). Also noted are sternal wires and a single pacing lead in the right ventricle. The second image labeled day 1 was at valve at 100% deployment, with a depth of around 20 mm, and no paravalvular leak (pvl) was noted. Day 2 images showed that the valve had migrated ventricularly. The outflow of the valve was near the level of the native aortic annulus. Pvl was seen. A snare wire had been placed on the commissure tab on the left coronary cusp (lcc) side. The valve was snared up to the level of the aortic annulus. A second valve was deployed to 100% inside of the first bioprosthesis. Pvl at this point resolved and was no longer identified. Migration is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, I ncluding valve positioning, valve sizing, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. Per the physician, the ¿very limited¿ calc ification of the leaflets and annulus may have contributed to the valve migration. It should be noted that the deep implant depth may also contributed to the migration as it was also reported that the initial implant depth was at 8 mm mark. Per the device IFU, ¿position the catheter so that the bioprosthesis is at the recommended target depth of 3 mm relative to the valve annulus.¿ in this case, the migration most likely was due to ¿very limited¿ calcification of the leaflets and annulus. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, the report that the valve had migrated was likely a contributing cause. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The snaring may have been a contributing factor. The device IFU does not recommend repositioning the valve, such as with a snare, as it can result in embolization/dislodge. Dislodge events are typically not related to a device malfunction. Per the device IFU, physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, into a patient with calcification at the non coronary cusp and a derived annulus diameter of 26.8 mm, the valve was successfully implanted with no paravalvular leak (pvl). Later that day, the patient¿s conditioned declined and severe paravalvular leak (pvl) was noted. The following day it was confirmed the valve had migrated. An attempt was made to snare the valve into a better position, however the valve dislodged further into the ascending aorta. Subsequently a second 34mm valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.